Event description:
Manufacturer ref. #: 206858.

Manufacturer narrative:
Our fse (field service engineer) was on-site and investigated the reported issue and the issue could not been duplicated. No parts replaced in the system and the ventilator passed all functional and safety tests and returned to clinical use. The received logs include peep (positive end expiratory pressure) alarms on event date and the tech log shows multiple expiratory cassette exchange activity (not on event date), however, technical logs do not include any alarms that may indicate a ventilator malfunction on event date. The ventilator passed pre-use check before and after the event. Further information cannot be obtained from hospital. Due to lack of information, the root cause of the reported event cannot be identified.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It is reported that the ventilator did not meet set tidal volume during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).